Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2014. The aiming beam was checked prior to the procedure and was noted to be visible. Reportedly, the laser unit was set to 0.2j and 40hz. According to the complainant, during the procedure, there was no aiming beam after the laser fiber was advanced through the semi rigid scope. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. Evaluation findings of fiber to be broken within the connector. (B)(4). Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0 mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was very weak and dim. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.